Event description:
It was reported that a malfunction alarm occurred with no notable events prior to the issue. Customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to report back if the issue recurred, which they acknowledged and understood.